Manufacturer narrative:
Product complaint #:(B)(4). Date sent to the FDA: 11/03/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3, d9. H3 evaluation: h3 investigation summary: visual analysis of the returned product revealed that one opened sample product code sxpp1b450 was received for evaluation. Upon visual inspection of the returned sample, the suture was to be damaged at the surface and breakage in three sections, body fluids and the barbs were to be damaged at the tips. In addition, the end was observed broken. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code sxpp1b450 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on an unknown date and a barbed suture was used. During the procedure, the suture was torn and it broke. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: could you please provide the lot number? Was the procedure completed successfully? How? Event date? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m.